Event description:
Caller reported the inform system gave patient blood glucose result of 155 mg/dl at 05:01 pm, patient had symptoms of hypoglycemia. At 9:14 pm, they drew blood for a lab test which was resulted as 9 mg/dl. They did not treat the patient until the lab result was reported shortly after 9:14 pm. Caller does not know how the patient was treated. She states that the patient was successfully treated. Caller also reported a meter to lab comparison on the patient shortly after the first lab result was reported. Inform system gave two results of lo, which on the system indicates a result less than 10 mg/dl, lab result was 7 mg/dl. Caller states these meter results and the lab result were from the same sample. Caller did not know how long after the lab result of 9 mg/dl this comparison was done. A request was made for the return of the meter, strips, and controls., replacement was sent.

Manufacturer narrative:
(B)(6).